Event description:
It was later reported by the health care provider's office that "the patient is doing fine and it was not pump related". The hcp will not give any additional information due to hippa.

Event description:
It was reported that the patient experienced acute withdrawal approximately one or two months post implant. The patient experienced seizures and was obtunded; status was reported to be "critical". The patient was admitted to the hospital intensive care unit. The reporter was told "the symptoms were classic itb withdrawal". No audible alarms were heard. Event logs from the day of the report were confirmed to be normal, however, the pump had been updated numerous times since the patient was admitted to the emergency room. The patient's condition was later reported to be "better but still in ICU". The spasticity in the patient's legs was noted to be better also. As of (B)(6) 2011 per the hcp "everything was fine and it wasn't the pump". Patient was still hospitalized.